Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that indicated that the serial cord adaptor was returned to the manufacturer for evaluation. Visual analysis of the serial cable identified that it was not frayed. Also no difficulties associated with communication were identified during the analysis. During the analysis it was identified that the serial cable was unable to provide power to a known good handheld. The cause for the anomaly is associated with an open electrical connection in the serial cable power plug. The root cause for the open connection is unknown, but is most likely associated with mishandling of the cable.

Event description:
It was initially reported that the company representative's programming system was having intermittent problems communicating. The issue was isolate to the serial cord adaptor which was worn and beginning to fray. Good faith attempts for product return have been unsuccessful to date.